Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a multiple daily injection as backup therapy while awaiting a replacement pump from tandem, which will come with updated software. Customer was instructed on procedures for pump storage and return, and acknowledged understanding of shipping and handling instructions.